Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is not available. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. E1: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that after placing the screws the site did an imaging system spin and the l2 and l3 left screws were lateral, and the l2 and l3 right screws were medial. The site proceeded to do a system check with navigation, so the surgeon put the passive planar probe in the divot. The system was found to be inaccurate, so the site took another snapshot, but it was still inaccurate. The surgeon proceeded to correct the left screws by hand. The surgeon mentioned that they might have seen the c-arm hit the surgical arm, but it was not hard and no notification happened on the system. The deviation was 3.5mm and under. There was no patient harm and the procedure was delayed less than one hour.